Event description:
Note: date of event is unk. Note: this report pertains to the second of two devices used in the same pt. Mfg report number 3005099803-2008-01026 described the first device. It was reported to boston scientific corp in 2008, that a male pt received an enteral feeding tube device. According to the complainant, the pt "had an 18 feeding tube (unk if this was a bsc device) placed a while back (no exact date given) and it clogged. The physician replaced it with a bsc 20 feeding tube and when the pt got home, he had trouble with the plug leaking and damaging the carpet, towels and [his] undergarments. The physician (not known if it was the same physician as the one who placed the bsc device) attempted to use a 'christmas tree stopper' [produce and MFR unk], but that did not stay in and keep the tube plugged. The physician replaced the bsc 20 tube with another type of tube (unsure if this is a bsc device)" without further difficulty. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device was not returned; therefore, a device evaluation cannot be performed. The cause of the device leakage is undetermined. Although the product is unk, the event description indicates that the device may be part of the initial g-tube- external feeding product family. The 2008, 15 month complaint trend report for this product family, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.